Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 1800, the pump was programmed to deliver an unspecified volume of total parenteral nutrition (tpn) at a rate of 4ml/hr and the delivery was started. No further programming parameters were provided. At 1900, it was noted the device was delivering at a rate of 44ml instead of the intended rate of 4ml/hr. The delivery was stopped and the physician was notified. At 1915, the patient's blood glucose level was 651mg/dl. At 2130, the blood glucose level was 27mg/dl. At this time, the patient was treated with 2ml of 10% dextrose and the tpn delivery was restarted. At 2209, the blood glucose level was 19mg/dl and the patient was treated with an additional 2ml of 10% dextrose. There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. The customer contact reported that the event was a result of an operator error in programming the device. The pump history was downloaded and printed at the manufacturing facility. The time on the pump was noted to be 17 minutes behind the actual time. A review of the pump history indicated that on 04/25/2007 at 0640 (actual time 0657), the pump had been programmed in the ml/hr mode to delivery at a rate of 3.8ml/hr with a volume to be infused (vtbi) of 45ml, for a duration of 11 hours and 50 minutes, and the delivery was started. At 1738 (1755), the delivery was stopped and the pump was reprogrammed to deliver at a rate of 44ml/hr, with a vtbi of 3.4ml, for a duration of 4 minutes, and the delivery was started. Within the same minute, a distal occlusion occurred. At 1743 (1800), the pump alarmed that,the infusion was complete and began to deliver at a programmed keep vein open (kvo) rate of 1ml/hr. At 1745 (1802), the pump was reprogrammed to deliver a vtbi of 352ml to be delivered at the previously programmed rate of 44ml/hr, for a duration of 8 hours, and the delivery was started. At 1844 (1901), the pump was reprogrammed to deliver at a rate of 4ml/hr, with a vtbi of 308.8ml, for a duration of 77 hours and 12 minutes, and the delivery was started. At 1854 (1911), the pump was reprogrammed to deliver at a rate of 1.5ml/hr and the delivery was started. At 1855 (1912), the delivery was stopped and at 1857 (1914), the pump was turned off. Review of the history indicates that the pump delivered as programmed.